Manufacturer narrative:
The additional initial reporter name is (B)(6)(bedside nurse). Due to character limit in the e1 section the full event site name is (B)(6) hospital. User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a gas loss alarm. The alarm was actively sounding in the background. The esp personnel had made user verify that all tubing and connections were secure and appropriate and that there was no blood or discoloration of any kind in the helium tubing. Then had her perform a fill and press start which resolved the alarm and resumed therapy. User reported that the patient is ventilated with a peep of 5, has a strong cough and gag reflex, is febrile, has been trying to self-extubate throughout the morning, sits up in bed, etc. She also mentioned that right before the alarm triggered, xray placed a board behind the patients back. I reviewed the nature of the alarm with the nurses and explained that it was likely caused by a combination of these clinical factors. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a gas loss alarm. The alarm was actively sounding in the background. The esp personel had made user verify that all tubing and connections were secure and appropriate and that there was no blood or discoloration of any kind in the helium tubing. Then had her perform a fill and press start which resolved the alarm and resumed therapy. User reported that the patient is ventilated with a peep of 5, has a strong cough and gag reflex, is febrile, has been trying to self-extubate throughout the morning, sits up in bed, etc. She also mentioned that right before the alarm triggered, xray placed a board behind the patients back. I reviewed the nature of the alarm with the nurses and explained that it was likely caused by a combination of these clinical factors. The call was ended. No harm or injury reported.